Event description:
It was reported that catheter entrapment occurred. The 70% stenosed target lesion was located in the moderately calcified anterior tibial vessel on the right leg. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the procedure, the wire stuck in the lumen and the balloon started to technically almost like accordion in the body. The balloon and wire were pulled out. The wire has been replaced and completed the procedure with a different balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues were detected. There was an unknown guidewire stuck in the device. The inner shaft in the balloon was buckled down for 40mm starting at the proximal marker band and extending distally. The guidewire could not be removed from the buckled area. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that catheter entrapment occurred. The 70% stenosed target lesion was located in the moderately calcified anterior tibial vessel on the right leg. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the procedure, the wire stuck in the lumen and the balloon started to technically almost like accordion in the body. The balloon and wire were pulled out. The wire has been replaced and completed the procedure with a different balloon. No patient complications were reported.